Event description:
Independent repair center: customer alleged low o2/yellow light/ alarming/red light and the key failure is the valve has low o2. Associated malfunctions for this device: sieve bed saturated and dusted, pilot valve alarm and shut down.